Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarm from the insulin pump. The patient's blood glucose of the time was close to 600 mg/dl. The customer treated with the pump. The customer mentioned that he was not getting insulin and his cannula was bent. The customer stated that he did not get any medical attention. The customer did not have a tubing clamp to troubleshoot. The customer will call back for high pressure test.